Event description:
It was reported that device was found in backup mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) failure (event) observed during analysis. Final analysis found that the device was in backup operation while still in the box. The device was cut open and a crack on the capacitor was noted. This resulted in a high current drain.